Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a maxillary fracture procedure on (B)(6), 2021, a screw broke. When inserted, the screw's head was broke; all the pieces were removed from the patient. Another device was used. Procedure was completed successfully with no delay. There were no adverse consequences to the patient. No additional information could be provided. This report is for a screw ø1.5 self-drill l5 tan 1u I/clip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument, manufacturing date: october 6, 2020, part number: 04.503.225.01c, ti matrixmidface screw self- drilling 5mm, lot number: 72p3106 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, ns032748 rev aa met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 61p4724. Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the scr ø1.5 self-drill l5 tan 1u I/clip had broken along its shaft. Only the threaded tip of the shaft was returned. No other issues were identified. No new additional information can be added after reviewing the images. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the scr ø1.5 self-drill l5 tan 1u I/clip was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the scr ø1.5 self-drill l5 tan 1u I/clip was observed to be in the broken condition. While no definitive root cause could be determined from the available information, it is probable that the scr ø1.5 self-drill l5 tan 1u I/clip had broken due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: - 1.55mm midface self-drilling screw matrixmidface system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.